Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file shows that the device was unable to deliver a shock after multiple attempts due to poor pad contact. There were no critical errors that would have prevented the device from performing a shock. There are multiple factors outside of a device malfunction that can cause poor pad contact and check pads that include but are not limited to: poor connection of the interminable paddles /multifunction cable to the patient/device, or an issue with the internal paddles or cabling themselves. The investigation concluded that no malfunctions were observed with the device. A zoll representative confirmed with the customer that the device, the multi-function cable and the internal paddles function without issue. Analysis of reports of this type has not identified an increase in trend.